Manufacturer narrative:
It has been clarified that the fourth sample and the fifth sample are actually the same sample. This sample was initially tested on (B)(6) 2015 and resulted as 2989.0 pg/ml. This value was reported outside of the laboratory. The sample was then frozen after analysis. The physician believed that the result was low and asked for a repeat analysis on (B)(6) 2015. The sample was then thawed, recentrifuged, and then tested. The sample repeated as 2993 pg/ml accompanied by a data flag. The sample was then diluted 1:10 and tested on (B)(6) 2015, resulting as 1733 pg/ml. The sample was repeated an additional time on (B)(6) 2015, resulting as 2627 pg/ml.

Event description:
The customer reported that they received incorrect results for a patient sample tested for estradiol. The customer expected the results from the patient to double from day to day due to injections the patient receives to increase estradiol. The physician did not believe the results from a sample tested on (B)(6) 2015. The patient had five samples that were tested over the course of several days. Testing was performed on an e411 disk analyzer. The following results were provided: a sample tested on (B)(6) 2015 resulted as 121 pg/ml. A second sample tested on (B)(6) 2015 resulted as 407.9 pg/ml. A third sample tested on (B)(6) 2015 resulted as 1436 pg/ml. This sample was repeated and resulted as 1367 pg/ml. This sample was repeated with a 1:10 dilution and resulted as 1774 pg/ml. A fourth sample tested on (B)(6) 2015 resulted as 2989 pg/ml. This sample was repeated and resulted as 2514 pg/ml. A fifth sample tested on (B)(6) 2015 resulted as 2055 pg/ml. This sample was repeated and resulted as 2627 pg/ml. This sample was repeated a second time and resulted as 2993 pg/ml. This sample was also repeated a third time with a 1:10 dilution, resulting as 1733 pg/ml. The physician did not believe any of the results from (B)(6) 2015 to be correct. The patient was not adversely affected. The e411 disk analyzer serial number was (B)(4). The customer later stated that they repeated estradiol testing on other patient samples and results were not matching as well as expected. No specific patient data was provided. The customer ran precision studies and these did not meet expectations. The customer normally uses a process in which they freeze the original sample in the serum separator tube. The customer was informed that according to the tube manufacturer, samples should not be frozen in the primary blood collection tube on the gel barrier. The customer then ran freeze/thaw studies on 2 different samples tested for estradiol. These freeze/thaw studies were performed to test the effects of freezing the serum separator primary tubes. The field service representative was unable to determine a cause and could not duplicate the problem. As a preventive measure, he performed liquid flow cleaning, adjusted the photomultiplier tube high voltage, and performed a blank cell calibration. He provided the customer information on sample handling. He ran performance testing and this was within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Investigations have determined that the sample was within the measuring range and thus not suitable for dilution. Freezing of samples in primary tubes is also not recommended and may cause or contribute to increased sample imprecision. The sample is from an ivf patient who is treated with steroid hormones, thus causing high cross reactivity with metabolites. All available and valid (undiluted) results are within expectations.